Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The target lesion was located in the moderately tortuous right common femoral artery. The common femoral artery was dilated with a 4mmx40mmx146cm coyote es balloon. The coyotees balloon was inflated to 6atms and ruptured on the first inflation. The procedure was completed with another 4mmx40mmx146cm coyote es balloon. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The target lesion was located in the moderately tortuous right common femoral artery. The common femoral artery was dilated with a 4mmx40mmx146cm coyote es balloon. The coyotes balloon was inflated to 6atms and ruptured on the first inflation. The procedure was completed with another 4mmx40mmx146cm coyote es balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall near the mid-section of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).